Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9059667, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify any visible defects in the provided photo. Based off the provided photo the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter the needle was broken and pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: 3rd form: needle breaks easily, bends, and the tip opens, it does not screw into the bevel head.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter the needle was broken and pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: 3rd form: needle breaks easily, bends, and the tip opens, it does not screw into the bevel head.